Manufacturer narrative:
Reference MFR report # 2916596-2015-02451 for the report of the patient¿s previous pump exchange due to suspected thrombus. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 9 months. The evaluation of the returned pump confirmed the presence of deposition in the inflow conduit and in the pump. Examination of the inflow conduit revealed a thin layer of tissue ingrowth lightly adhered to the textured blood-contacting surface of the inlet tube near the proximal edge. In addition, a thin red/white biological lining was observed lightly adhered to the interior of the inflow graft. The depositions of tissue found in the inflow conduit appeared to have developed in the locations in which they were found. A specific cause for their development could not be conclusively determined; however, the tissue found in the inlet tube and the inflow graft did not appear to be obstructing a large enough portion of the blood flow path to have contributed to a flow issue. Upon disassembly of vad-17240, examination of the proximal-side of the outlet stator revealed three red and white tissue-like depositions adjacent to the outlet bearing ball and in contact with all three stator blades. The depositions lacked laminated layering, indicating that they did not initially form in the outlet stator. While their specific origins could not be conclusively determined, the color and structure of the depositions appeared similar to the biological lining observed in the inflow graft, suggesting that they may have initially been a part of the lining found in that location. A duration of time for which they were present in the pump could not be determined; however, the depositions showed no evidence of denaturation and were not adhered to the blood-contacting surfaces while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup, suggesting that they were not present in this location for a prolonged period of time. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received a heart transplant on (B)(6) 2016. This was a routine transplant. Per the implanting center's policy all explanted pumps are returned for analysis. The lvad was returned for evaluation. During the evaluation of the explanted pump, on (B)(6) 2016, tissue depositions were found within the device.